Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp three lead extension set developed a crack in the "hard plastic component" (adapter) while in use on a (B)(6) patient. The cause of the crack was not reported. It was reported that the line was not caught in anything when the crack occurred. The set was attached to the patient and had been in use for "about two days" (exact number not provided). The set was being used to deliver tpn (total parenteral nutrition), lipids, and an unspecified narcotic (no further details were provided). As a result, the patient bled from the central line onto the bed and further described as "there was blood on the line once it snapped". The amount of blood loss was estimated to be about 3-4 milliliters. There was no patient injury or medical intervention associated with this event. No additional information is available.